Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The caller reported the patient had bilateral rechargeable devices. The patient's left side was 0% charged. The patient was getting a shock/zapping to the face and head when charging or when running therapy impedances. Th impedances looked normal/in range. The right side battery was 50% charged. No troubleshooting could be done on the call due to lack of access to the product. Additional information was received stating the chest x-ray was normal with the system intact. It was noted only the left battery was causing shocking sensation, both during charging and therapeutic impedance. The right side battery could be charged effectively and checked for impedances without a shocking sensation. Additional information was received clarifying the zapping sensation was felt after charging to full and turning the therapy back on. The caller stated they did not try to turn it on again after that but later was informed they did and the same sensation happened. The same sensation happened in the health care professional (hcp) office while running a therapy impedance. The patient did not have a fall or trauma and images were taken of the pocket only and everything looked fine. The patient was programmed on: c, 1, 2. Caller programmed c, 0 and got up to .8 with no negative effects. Then programmed c, 1 and the patient felt a mild sensation similar to what was experienced at .2v the caller continued to increase to 1.7v with no negative effects. The caller then tried c, 2 and went up to 1v with no negative effects. The caller then programmed the patient back to c, 1, 2 and was able to get to 3 with no negative effects (the patient had been on 3.8v previously). The patient was getting symptom relief at 3.0v. The patient was sitting in the same position as when the zapping originally occurred. The caller ran therapy impedance at .7 and got 474ohms and 1.4ma. She ran again at 2.5v and got 4.1ma 473 ohms. She would leave the patient on this setting and let the hcp know. The caller also palpated the system with no negative effects. The caller added that after the original zapping, the patient stopped therapy but did not charge again and the ins was discharged. They were charging with it off and got to 25% before performing the testing/programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the shocking wasn¿t determined. The troubleshooting performed was previously reported by the rep. And the issue was noted as resolved. No further complications were anticipated.